Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with 90% stenosis and heavy calcification. The emboshield nav 6 embolic protection system (eps) had no resistance during advancement. The filter was used and was heavily filled with calcified debris but could not be pulled back neither into the retrieval catheter nor the sheath. There was resistance during withdrawal and force was applied. The filter separated and remains in the patient blocking the deep femoral artery and there was no treatment performed. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the filter detached from the guide wire and is embolized in the profunda femoris. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The emboshield nav6 instructions for use (eifu) provides the following instructions for retrieving the filter with an excessive embolic load: ¿if an exceptionally large embolic load prevents complete withdrawal of the filtration element into the retrieval catheter tip, the following method of retrieval must be employed: hold the retrieval catheter position steady by gripping the shaft close to the hemostasis valve. Pull on the tightened torque device to retract the barewire filter delivery wire and filtration element into the retrieval catheter tip. Do not continue to retract the barewire filter delivery wire against significant resistance. If the filtration element cannot be fully retracted as described above, the barewire filter delivery wire must be removed with the retrieval catheter. Failure to do so may result in redeployment of the filtration element from the retrieval catheter tip. The proximal openings of the filtration element have been fully contained within the catheter tip once the radiopaque frame has been withdrawn into the radiopaque catheter tip. Retract the retrieval catheter, filtration element and barewire filter delivery wire as one unit until the tip of the retrieval catheter is adjacent to the tip of the guide catheter or sheath. Pull the tip of the retrieval catheter into and through the guide catheter / introducer sheath. If significant resistance is felt, retract the guide catheter or sheath and the retrieval catheter, filtration element and barewire filter delivery wire together. Remove the retrieval catheter from the patient. If a rotating hemostasis valve is used, ensure the valve is fully open during removal of the rx section and tip of the retrieval catheter and retrieved filtration element.¿ the reported patient effect of embolism is listed in the emboshield nav6 embolic protection system electronic instructions for use (eifu) as a known potential adverse event associated with carotid stents and embolic protection systems. The investigation determined that the reported difficulties retrieving the filter resulting in material separation, embolism, foreign body in patient, and unexpected medical intervention were user related. Based on the reported information, the filter was heavily filled with calcified debris causing difficulty retracting the filter into the retrieval catheter. Force was applied resulting in the filter separating from the barewire and remained in the patient blocking the deep femoral artery. Failing to follow the detailed instructions provided in the product IFU for retrieving the filter with an exceptionally large embolic load may have contributed to the reported difficulties and subsequent patient effects. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with 90% stenosis and heavy calcification. The emboshield nav 6 embolic protection system (eps) had no resistance during advancement. The filter was used and was heavily filled with calcified debris but could not be pulled back neither into the retrieval catheter nor the sheath. There was resistance during withdrawal and force was applied. The filter separated and remains in the patient blocking the deep femoral artery and there was no treatment performed. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.